Event description:
It was reported that the device reached elective replacement indicator in only three years. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had high threshold. The pace/sense portion of the lead was capped. A chronic and previously capped lead was uncapped and was used for the pace/sense. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.